Event description:
A device report from (B)(6) indicated: during a clinical investigation it was reported that a pt in (B)(6) was implanted with norian drillable on an unknown date showed an increase in the knee depression (radiological finding) from 2mm up to 4.5mm. No further treatment was required and the product was not removed.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. A DHR review has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of synthes device history records for lot n000107 revealed that norian corporation manufactured the norian drillable 10cc. Inspection was performed and parts conformed to all requirements. There were no non conformities associated with this DHR that indicate any issues related to the complaint.